Event description:
It was reported that an unspecified number of bd plastipak¿ concentric luer lock syringes were difficult to connect to the spike/microspike during use, resulting in them separating from the mating component and leaking carcinogenic, mutagenic and reprotoxic substances and contamination. The following information was provided by the initial reporter, translated from french: "the department reports that several 50ml syringes of this reference screw incorrectly to the spike and microspike resulting in sudden detachment of the syringe from the spike with leakage of carcinogenic, mutagenic and reprotoxic substances and contamination."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 2206040, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issues. Molding parameters were also reviewed and verified all to be within the validated process limits. Retained samples from the same lot were used for additional evaluation. All product was visually inspected, no damage or molding defects were observed in any of the product, the tips were properly molded, and no defects were noted in any of the luers or syringe tips. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to the reported issue was identified. Based on our quality team's investigation, we cannot identify a definitive root cause at this time.

Event description:
It was reported that an unspecified number of bd plastipak¿ concentric luer lock syringes were difficult to connect to the spike/microspike during use, resulting in them separating from the mating component and leaking carcinogenic, mutagenic and reprotoxic substances and contamination. The following information was provided by the initial reporter, translated from french: "the department reports that several 50ml syringes of this reference screw incorrectly to the spike and microspike resulting in sudden detachment of the syringe from the spike with leakage of carcinogenic, mutagenic and reprotoxic substances and contamination."